Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having a difficult time verifying the heart rate detection on a generator. The physician didn't recall how many auto-stimulations had occurred per day when reviewed on the programmer, and diagnostics were reported to be fine. At the implant surgery, heartrate detection was verified at the sensitivity setting of 1, with a detection threshold of 70%, and autostimulation was turned on. Review of the manufacturer's available data from the office visits revealed that the generator was detecting the heartrate on the dates of (B)(6) 2015, (B)(6) 2016. The sensitivity threshold was programmed to 40% at the visit on (B)(6) 2016. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to-date.

Event description:
Follow-up to the company representative who attended the patient's next appointment revealed that the cause of the issue was that the physician was fairly new to vns and was having difficulty navigating the software. Retraining was provided by the company representative. It was reported there was no issue observed with the patient's device.